Event description:
It was reported that there was consistent past bi-ventricular (bi-v) pace t-wave oversensing (twos). The representative reprogrammed the device and resolved the issue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. ICD implanted: 2011 (B)(6); 4195 implantable pacing lead implanted: 2011 (B)(6); 4076 implantable pacing lead implanted: 2005 (B)(6). (B)(4).